Event description:
The customer alleges that the handle is not providing constant light during preparation for intubation. No pt injury reported.

Manufacturer narrative:
The device was not returned for eval at the time of this report.